Event description:
It was reported that there was concern the device may not be working properly. The patient fell flat on his face three times and was having similar episodes to those he had prior to the implant. The patient was seen at the clinic and the device was interrogated and is working normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.